Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is no returned and no physical damage is observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. The sensor was activated with a known good reader and the reference values were within specification . If partial product is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and received administration of sugar by hcp treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and received administration of sugar by hcp treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.